Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
We checked the returned unit and confirmed that the foggy image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the segment fluid damage, the control body fluid damage, the lg cable connector fluid damage, the objective lens unit dusty, the air nozzle clogged, the control body corroded, the lg cable connector corroded, the operation channel leak, the bending rubber cut, the operation channel kink, the insertion flexible tube (ift) dented, and the angulation-down & right angulation zero degrees ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.